Event description:
It was reported that during a da vinci sacrocolpopexy procedure, a broken cable was identified on the large suturecut needledriver instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. One grip cable was broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.